Event description:
This is a non-us event. The product problem occurred in (B)(6). Consumer inserted a tampon and upon removal the tampon came apart into pieces. The consumer indicated she will have a doctor examine her to ensure all remaining pieces have been removed.

Manufacturer narrative:
Device history record review performed and found to be acceptable. Consumer did not return product for evaluation.